Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. Electrical testing determined that continuity of the conductors was complete. Visual inspection noted the defib conductor coil was distorted at the distal end. The lead body underneath the distorted coil shows evidence of medical adhesive residue, which indicates the lead was manufactured within specification.

Event description:
It was reported that during the implant procedure, the distal coil of the lead appeared to be unraveling when viewed under fluoroscopy. The lead was not implanted. No patient complications have been reported as a result of this event.